Event description:
During scheduled endoscopic carpal tunnel release, attempting to use stratos device when blade tip of device broke off in device channel. Device removed, 2nd stratos device opened, md chose not to proceed with device when unable to get into same tissue plane. Proceeded with open carpal tunnel release; completed without incident.